Event description:
It was reported that a revision surgery will be performed to remove and replace the tmj implant due to patient's jaw growth.

Manufacturer narrative:
Update: h6: the reported event has been confirmed, as the surgeon provided images clearly indicating that the patients' jaw requires a larger device for better articulation. Additionally, the surgeon confirmed that the plan is to revise the device with a tmj stock device. Upon review, the engineering department noted that the patient underwent tmj surgery on the left side in 2009, and since then, the jaw has continued to grow, resulting in retrognathia as the implants did not grow with the patient. Consequently, the patient now experiences airway issues and malocclusion. Despite these challenges, the devices have functioned adequately. The surgeon plans to address this issue by performing a standard bimaxillary mastectomy to clear up the bone anterior to the joint, remove the joint, and implant a stock device. Both surgeons and the experts confirmed that the necessity of the removal of the device is jaw growing and the presence of heterodox bone. There is no evidence indicating device failure or adverse effects directly related to the device. Consequently, it can be concluded that this event is primarily associated with the patient's underlying condition. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing related issue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery will be performed to remove and replace the tmj implant due to patient's jaw growth.